Event description:
Reporter indicated pt was set to have an explant procedure to a lack of efficacy. Good faith attempts are currently being made regarding further info and obtaining the explanted product for analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.